Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that prior to use in the aneurysm treatment procedure, when the echelon microcatheter package was opened and the device was taken out, it was found that the tip of the echelon 10 microcatheter was broken within the protected sheath. The device was replaced for the procedure. There was no patient involvement.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the catheter had separated. They were unsure if it was broken just inside originally or if it was broken when taken out. There was no preparation performed prior to the damage being observed. There was no damage or evidence of tampering to device packaging. The cause of the catheter break was not determined.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.8cm. The echelon-10 useable length was measured to be ~148.0cm. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal marker band and distal tip were found to be separated and not returned. The tubing material of the catheter separated end exhibited stretching with jagged edges. No other anomalies were observed. Testing/analysis (including sem reports): n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.